Event description:
As it was reported by the study database: the patient suffered a transischemic attack on the same day of the index procedure. The patient required emergent cea surgery and fully recovered within 24 hours of onset. The patient was asymptomatic before the procedure. Pta was performed on a lesion in the proximal left internal carotid artery of 20mm in length in a 6.0mm vessel diameter. The (arch ii type) eccentric lesion was ulcerated, thrombus was present within the lesion, it was moderately tortuous. The use of an angioguard embolic protection device was not documented. A 7x30mm precise stent was deployed at the target site without any malfunctions. Post-procedure ck-mb was 0.8 (maximum upper limit was 3.4). The patient had neurological deficits upon leaving the angio suite. Pre and post-procedure medications included aspirin and clopidogrel. The patient was discharged three days later. Stroke scale indicator score was 0.

Manufacturer narrative:
It was reported that the patient suffered a trans-ischemic attack during implantation of a stent in the left carotid artery. The patient required emergent cea surgery and fully recovered within 24 hours of onset. The vessel was described as eccentric and ulcerated, moderately calcified and tortuous and containing thrombus. The patient met high risk criteria and had a prior cea to the left carotid artery. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Aphasia, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggest that patient, vessel and procedural factors may have contributed to the reported events. Please note that this is an initial and final report.